Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by sales rep. That the surgeon has informed him about a breakage of a gamma nail implanted on (B)(6) 2014. Patient had a gamma3 nail implanted (B)(6) 2014 for a subtrochanteric fracture. Also implanted at that time, lag screw and distal screw. Discharged on (B)(6) 2014, with prohibition of load. Re-hospitalized from (B)(6) 2014, load and assisted gait started on (B)(6) 2014. Follow up with x-rays on (B)(6) 2014, results ok, gaits with support. Starting from (B)(6) 2014 patient complains of pain at dx hip and the impossibility to stay in a erect position. Re-hospitalized on (B)(6) 2014. Follow up with x-rays reveals the nail broke at the level of the lag screw hole, and angle fracture. On (B)(6) 2014, revision surgery in order to remove nail and screws and implantation of a long intramedullary nail with two distal screws. Patient has not reported any trauma or falls.

Manufacturer narrative:
Evaluation revealed the trochanteric gamma nail to be the primary product. All other mentioned products are regarded to be concomitant items. The returned device matched the report, and the incident was confirmed. A review of the DHR revealed no discrepancies in material or manufacturing. Due to the presented data, the breakage of the gamma-nail was caused by: an early overloading by the patient in a completely unstable fracture constellation. Consequently, the nail was not relieved by bone consolidation and had to absorb the complete load application during the implantation period. Increasing and / or permanent load application will inevitably lead to fatigue of material. An intraoperative damage of the gamma nail caused by a deviated step drill resulting in significant weakening of the gamma nail in the area of the lag screw thru hole. Due to a notching effect, the misdrill most likely had created the starting point of the implant breakage at the lateral edge of the anterior bridge. No nonconformity identified.

Event description:
It was reported by sales rep. That the surgeon has informed him about a breakage of a gamma nail implanted on (B)(6) 2014. Patient had a gamma3 nail implanted (B)(6) 2014 for a subtrochanteric fracture. Also implanted at that time, lag screw and distal screw. Discharged on (B)(6) 2014, with prohibition of load. Re-hospitalized from (B)(6) 2014 to (B)(6) 2014, load and assisted gait started on (B)(6) 2014. Follow up with x-rays on (B)(6) 2014, results ok, gaits with support. Starting from (B)(6) 2014 patient complains of pain at dx hip and the impossibility to stay in a erect position. Re-hospitalized on (B)(6) 2014. Follow up with x-rays reveals the nail broke at the level of the lag screw hole, and angle fracture. On (B)(6) 2014 revision surgery in order to remove nail and screws and implantation of a long intramedullary nail with two distal screws. Patient has not reported any trauma or falls.